Event description:
It was reported by service report that the dip switch settings need to be changed to match hospital's system. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Conclusions: dip switches were configured to match hospital communication systems.